Event description:
Rptr works in the cardiac cath lab of large hosp. They have observed several instances of critical delays during temporary pacemaker insertions because of the change to shrouded pin adapters. While rptr understands that a potential problem existed with the exposed pins, rptr believes that the FDA's new requirement posesses far more numerous and potentially deadly scenarios for the prompt delivery of life saving interventions. The logistics of placing these small pins in various configurations during an emergency situation is a disaster waiting to happen. Rptr would suggest an industry wide standardization of a single snap in type plug at any point where the pins are now.